Event description:
The pt/lay user contacted lifescan (lfs) alleging that segments were missing on the one touch ii meter. The incident happened 3 weeks ago, when the pt received a 160 mg/dl or a 180 mg/dl on the lfs meter and did not experience any symptoms at the time of testing. The pt retested and received a "16 or 8 and 1/2 a zero". The pt excercised after attempting to use the meter. The pt visited her physician due to a urine infection and was tested on the physician's meter. There is no info on what the reading was on the physician's meter; however, the pt reported the reading was high and he was treated with insulin. The test strips that the pt had been using were expired. Customer care agent (cca) sent the pt a replacement meter. No further clinical info was provided. The complaint is being reported as an adverse event, since the pt alleged she has to go to the hosp and rec'd insulin while the meter was not showing complete readings. The pt might have avoided the hcp treatment if he had rec'd complete readings and if he had used fresh test strips.